Event description:
Pt stated that blood glucose was tested on suspect device and was 170 mg/dl. Pt felt this was correct so started driving car. The next thing the pt remembers is that she was in an accident. The paramedics tested blood glucose on suspect device and was 130 mg/dl. Paramedics then tested blood glucose on their device and was 30 mg/dl. Pt was given an intravenous with glucose. Pt was using strips that had been stored outside of original container for 3 days while being shipped from her parents to mexico. The pt was also using the incorrect code key.